Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cradle fell apart and fell into the patient's leg requiring retrieval. The maquet sales representative believed this to mean that the c-ring broke but could not gather any further information from the account. The surgeon used a replacement device to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.